Manufacturer narrative:
Date of event is unknown. The allegation against this product is unrelated to the field action. Model: 720185-01. Lot: 1000223773. Reservoir flat iz 100 ml.

Event description:
It was reported that patient was implanted with an inflatable penile prosthesis (ipp) in (B)(6) 2019. On (B)(6) 2020, the patient had a medical appointment in (B)(6) where it was found that the right cylinder was below glans, which generates an aneurismal dilatation at the base of the peno-scrotal angle. When the prosthesis is inflated, it forms the aneurysm and there in no passage of liquid to the cylinder, reason for which it is recommended to change the ipp for a malleable. This is the second time the patient experiences issues with an ipp device.

Manufacturer narrative:
Date of event is unknown. The allegation against this product is unrelated to the field action. Investigation summary: with all the available information, boston scientific concludes that the visual examination of the cylinders identified a hole in the outer tube in the cylinder body, attributed to a wear at fold. In addition, the functional testing identified that the pump failed the deflation test. Based on these observations, the reported allegations were confirmed. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: visual examination of the pump did not identify any leaks in the component. The pump kink resistant tubing (krt) was worn to the filament, however no leaks were found. The pump was functionally tested and failed deflation test. Visual examination of the reservoir did not identify any leaks in the component. Visual examination of the cylinders identified that the krt for both cylinders was cut down to the input sleeve junction. Both cylinders had a wear at fold, with holes present in the outer tubing in the cylinder body. The visual examination of the cylinders also identified that the cylinder 1 had broken fabric treads with bulge when inflated. This is consistent with explant damage. The pump and the reservoir were functionally tested and both component performed within specification. The cylinders were not functionally tested due to the leaks observed. Labeling review: review of the labeling confirmed the reported adverse events of migration and tissue damage are included in the product labeling. Additionally, there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that patient was implanted with an inflatable penile prosthesis (ipp) in (B)(6), united states on (B)(6) 2019. On (B)(6) 2020, the patient had a medical appointment in cali, colombia where it was found that the right cylinder was below glans, which generates an aneurismal dilatation at the base of the peno-scrotal angle. When the prosthesis is inflated, it forms the aneurysm and there in no passage of liquid to the cylinder, reason for which it is recommended to change the ipp for a malleable. This is the second time the patient experiences issues with an ipp device. Patient underwent a surgical procedure in which his ipp was explanted and a new spectra penile prosthesis (spp) was implanted.

Event description:
It was reported that patient was implanted with an inflatable penile prosthesis (ipp) in new jersey, united states on (B)(6) 2019. On (B)(6) 2020, the patient had a medical appointment in cali, colombia where it was found that the right cylinder was below glans, which generates an aneurismal dilatation at the base of the peno-scrotal angle. When the prosthesis is inflated, it forms the aneurysm and there in no passage of liquid to the cylinder, reason for which it is recommended to change the ipp for a malleable. This is the second time the patient experiences issues with an ipp device. Patient underwent a surgical procedure in which his ipp was explanted and a new spectra penile prosthesis (spp) was implanted.

Manufacturer narrative:
Updated: evaluation result codes; evaluation conclusion codes.